Manufacturer narrative:
Device code: (no device allegation). It was reported that the pt experienced an adverse event during treatment with fresenius products and subsequently expired. A system level review is being conducted for all concomitant products in use during the treatment. Currently, it is unknown if the device may have caused or contributed to the reported event. The pt was admitted to the hospital for unrelated reason; however, once there, went into cardiac arrest. Medical records have not been provided for the event reported. The medical records provided were reviewed by post market clinical staff and physician. The pt has a long cardiac history past medical history, including: end stage renal disease 2nd to glomerulosclerosis, peripheric vascular disease status post bilateral iliac stent (2008) and left femoral-popliteal bypass graft (2008), hypertensive heart disease. Severe ischemic cardiomyopathy, and pulmonary arterial hypertension. The plant investigation is currently on-going. A supplemental medwatch report will be submitted once the plant investigation and clinical investigation are complete. This is one of three MDR's submitted to document this reported event. Please reference the following MDR numbers: 2937457-2013-00157, 1713747-2013-99929 and 8030665-2013-00555.

Event description:
It was reported by technical services that a pt called to report a drain complication. During that call the pt stated she had recently been released from the hospital. During a follow up call to the pt, it was reported that the pt was taken to the hospital following treatment due to experiencing pain in her feet. Once the pt arrived at the hospital, she went into cardiac arrest, requiring ICU (intensive care unit) admission. The pt was discharged from the hospital and is currently reported to be doing well and continues peritoneal dialysis treatment.